Manufacturer narrative:
D5:h4:d6: information unavailable.h6: code 400(other): broken firing belt.based upon the inquiry information received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instruments were returned non-functional. The instruments were disassembled and was found to have broken firing belts. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During an unknown procedure, the device misfired. There was no consequence to the pt.